Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence alleged failure: tip of flowport broke off. Probable root cause: design - design stackup interference - insufficient assembly design concept manufacturing - cannula, instrument or scope not manufactured to specification application - excessive force - user unfamiliarity with devices. Manufacture date is not known.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved successfully.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved successfully.